Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 513 mg/dl. Elevated bg was addressed by correction injection using multiple daily injections. Customer did not require emergency from a third-party. Technical support guided customer through pump reset, confirmed malfunction code did not recur after reset, advised customer that pump use could continue, and instructed customer to call back if malfunction code appeared again.